Manufacturer narrative:
This MDR is sent to answer the user facility report. As reported in the above mentioned MDR a draeger svc rep found during his eval in the hosp that the lower diaphragm of the ventilator was assembled wrongly during manufacturing. A wrongly installed lower diaphragm can lead to a ventilator fail after some time in use. In case of a ventilator fail condition the device will alarm optically and acoustically. Manual ventilation with the device and the device monitoring are fully functional. The error codes found in the device error log confirmed the ventilator failure and indicate that the device reacted as specified. The draeger tech exchanged the ventilator and checked the device successfully according to the draeger certificate. In context of the warranty, complaint and svc surveillance no other cases of wrongly installed diaphragms during mfg were known. The assembling process documentation is sufficient. The reported problem is assessed to be a single event.